Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship does not exist between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler and the patient¿s umbilical hernia as the hernia preexisted peritoneal dialysis (pd) therapy. It is well established for those patients undergoing pd therapy are at high risk for mechanical complication due to hernias of any etiology and may be safely repaired to continue successful pd therapy. The cause of the patient¿s umbilical hernia is unknown; however, use of the liberty select cycler can be excluded as the source due to the hernia occurring prior to the start of pd therapy. Most hernias occur prior to the start of pd therapy and the exacerbation of hernias are an anticipated mechanical complication during normal pd therapy. Based on the available information, there is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s serious adverse events.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to fresenius technical services that a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler had issues with a hernia repair and hematoma in their peritoneal area. There was no specific allegation this event was due to any malfunction or deficiency of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient experienced an umbilical hernia prior to the start of pd therapy. The patient was not hospitalized for this event; however, the patient underwent a planned, nonemergent outpatient hernia repair on an unknown date after the start of ccpd (exact date unknown). As a result of this corrective surgery, the patient formed a hematoma at the surgical site. It was reported the patient experienced drain issues due to an unknown cause, yet it was stated the drain issues were more than likely attributed to the formation of the hematoma. The patient transitioned to in-center hemodialysis (hd) for renal replacement therapy through an existing fistula due to the drain issues. It was confirmed the patient¿s umbilical hernia, the associated corrective procedure and the patient¿s drain issues were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd on an in-center basis with plans to return to ccpd after further evaluation and correction of their drain issues.